Event description:
It was reported that, "implants came loose. Replaced with triathlon ts components."

Manufacturer narrative:
Add'l info has been requested and if received, it will be provided in a supplemental report.